Manufacturer narrative:
One unit returned with a crack/split in the female luer lock. The cracking was due to the mating male luer being overtightened into the female luer or being inserted too deep stressing the luer, causing the luer to split. Since the lot number was not available review of the device history record could not be performed. Medex was able to confirm this issue and determine the possible cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the set was cracked and leaking. No patient treatment or testing associated with this event.